Event description:
Female patient to or for laparoscopic salpingo-oophorectomy, hemorrhoidectomy and colon resection. Ethicon linear cutter was placed into portals to begin cutting of tissue but the cutter would not cut. Instrument removed from field. New stapler, cutter obtained which worked appropriately. No injury to patient, just delay while new device obtained.